Event description:
It was reported that the stent (subject device) was used in the medical procedure, however during advancement through the microcatheter resistance was encountered when the stent was positioned approximately 10 cm from the microcatheter tip and it could not be advanced. When the physician attempted to retract the delivery wire the subject stent got deployed within the microcatheter. The subject device was replaced along with the microcatheter, and the procedure was completed successfully. No clinical consequences were reported to the patient.